Manufacturer narrative:
Attempts for product return have been made; however, the product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device displayed inaccurate values. The spco value ranged from 4 to 5% when the expected value was 0%. The spmet value was 1, 3 when the expected value was 0, 5. It was noted that the patient did not have low peripheral perfusion and there was no movement during the measurement. The patient was also not hypoxic. There is no report of any patient impact or consequence as a result of the issue.